Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that involved 3 different thermocool® smart touch® sf bi-directional navigation catheter devices and the second of which had a broken tip. During the procedure, the first catheter was used and then replaced. The second catheter had a visual defect identified. The catheter's 'rim' appeared to contain a small bubble that had become embedded in the material. The smooth surface of the device has been lost. The second catheter was then replaced with another one, which added approximately 4 minutes to the procedure. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-may-2025, the photo analysis was completed. On 19-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure that involved 3 different thermocool® smart touch® sf bi-directional navigation catheter devices and the second of which had a broken tip. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the anchor window of the catheter was observed dented and discolored and adhesive was observed missing. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. Additionally, the physical device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. The tip and anchor window were observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31499430l and no internal action related to the complaint was found during the review. The broken tip issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).